Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the cartridge and successfully resumed insulin delivery. Additionally, it was reported that multiple cartridges did not fit onto the pump. Reportedly, the customer changed the cartridges and successfully resumed insulin delivery. Customer's blood glucose level was 200mg/dl.